Manufacturer narrative:
UDI number: (B)(4). The returned driver was evaluated. The tip was confirmed to have fractured. The cause is likely attributed to the torque limiting handle that was confirmed to output torque outside of the specification, resulting in the fractured driver. A review of the manufacturing records did not identify any issues that would have contributed to this event.

Event description:
It was reported that a torque limiting handle failed to limit the torque during surgery, causing the mating driver to fracture. The procedure was completed using an alternative driver. There were no reports of patient impacts associated with this event. This is event one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2019-00022.

Event description:
It was reported that a torque limiting handle failed to limit the torque during surgery, causing the mating driver to fracture. The procedure was completed using an alternative driver. There were no reports of patient impacts associated with this event. This is event one of two for this event.